Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2021-01195, 0001825034-2021-01196, 0001825034-2021-01197, 0001825034-2021-01200, 0001825034-2021-01202, 0001825034-2021-01204. Medical product: vngd ssk psc tib brg 20x79/83, item#: 183910, lot#: 325220. Biomet tibial locking bar, item# :141205, lot#: 253630. Bmt 360 tib tray 83mm, item#: 185206, lot#: 693020. Bmt 360 tib sm cruciate wing, item#: 185650, lot#: 502160. Series a pat std 37 3 peg, item#: 184768, lot#: 449350. Bmt splined knee stm v2 21x40, item#: 148296, lot#: 119560. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one-year post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available.